Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The h frame where the seat pan attaches to the seat pan the two bolts have cracked front and back.